Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that during a posterior stabilization procedure for a pelvic fracture at l4-s2. The surgeon tried persuade the rod down and the persuader hung up on the screw head. The surgeon had to pry the handles apart to get the persuader to release. The surgeon had completed the step but the persuader would not release. This delayed the procedure by one to two minutes. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the part was received in excellent condition without evidence of corrosion or misuse. The mechanical action of the device presented a slight initial resistance due to the wheel on the leaf spring rolling on the handle. This resistance does not restrict or adversely affect the device function. The device worked as intended. During inspection, the device as used on a bench top matrix screw model successfully five times. The complaint could not be replicated on the bench top model. Since the instrument operated as intended and the complaint could not be reproduced, this complaint is considered invalid. A review of the device history record did not show conditions that could have contributed to the reported event.